Event description:
The field engineer noted that the system would not boot up or perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.